Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the legacy full height drawer 5 not sensing position in last row because magnetic strip was snapped near end. A field service engineer corrected the magnetic strips to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer and cubie was failed. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.